Event description:
On (B)(6) 2013, the customer reported that this right atrial (ra) lead exhibited undersensing and low out-of-range pacing impedances less than 200 ohms at routine follow up. A revision procedure was performed in which the lead was surgically abandoned and replaced. No adverse patient effects were reported. The lead was actively implanted for approximately 13 years, 8 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. A revision procedure was performed in which the lead was surgically abandoned and replaced. No adverse patient effects were reported. The event will be re-evaluated if additional information becomes available the device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.